Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the physician was going to do a pocket revision and noticed an infection once the pocket was opened. There were no environmental/external/patient factors that may have led to the issue. The device was explanted on (B)(6) 2019 as a result. The representative did not know/have any information if any diagnostics/troubleshooting or interventions/actions were performed to resolve the issue. The patient status was noted as ¿alive no injury¿. There were no further complications reported or anticipated.